Event description:
Last year, the mandibular reconstruction plate was adapted on the patient after resecting the site for the treatment of mandibular tumor. In may, the patient complained of a feeling of physical disorder at mandible. The doctor checked and observed the plate failure in "x-p". On june 30, the broken plate was removed, and the mandible was reconstructed by iliac bone graft and a reconstruction plate under a general anesthetic. There was no adverse consequence to the patient or delay in surgery or anesthesia time.